Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6fr angio-seal device was returned for product evaluation. The returned device included the hemostasis sheath and arteriotomy locator. The device was visually inspected and found to have been in used condition with visible signs of blood. The sheath and locator were found fully mated together and with kinks at the blood inlet holes and at the base of the sheath. No other damage or issues were noted. The complaint could be confirmed for insertion difficulty. The exact root cause cannot be determined. The likely cause was determined to have been the tip of the sheath getting caught on biological tissue. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea) /hbrt (hazard based risk table).

Event description:
The user facility reported that the involved angio-seal device assembly insertion was unsuccessful. An elderly patient with acute limb ischemia underwent thrombectomy and balloon angioplasty beneath the right superficial femoral artery. Post-procedural sheath removal, an angio-seal device guidewire was inserted, and the destination guiding sheath (gc-f6st1c45f) was retracted. Attempts to insert the assembly into the artery failed, causing the insertion sheath tip to turn upwards. The angio-seal device was abandoned in favor of manual compression to achieve hemostasis, which was successful with less than 250cc of blood loss. This incident, involving the same patient as report (B)(4), includes a direct claim that the device in question contributed to patient harm and/or needed medical intervention. Prior to device deployment, a percutaneous puncture intervention was performed. It remains unclear if a pre-deployment angiogram was conducted. A 6 fr sheath ancillary was utilized, targeting the left common femoral artery, with the vessel's diameter remaining undetermined.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. A review of the device history record of the product code/lot number combination was conducted with no findings. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.